Event description:
Litigation papers allege on or about (B)(6) 2010, pt suffered the following personal and economic injuries as a result of the implantation with the asr hip joint; severe pain in back and legs; inability to walk; elevated cobalt and chromium levels; failed surgery to remove the implant on (B)(6) 2011. Pt has an excision currently scheduled for (B)(6) 2011.

Manufacturer narrative:
The report states: litigation papers allege on or about (B)(6) 2010, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip joint; severe pain in back and legs, inability to walk, elevated cobalt and chromium levels, failed surgery to remove the implant on (B)(6) 2011. Patient has an excision currently scheduled for (B)(6) 2011. Doi: (B)(6) 2010 - dor: no revision has been reported at this time (left side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The explant dates provided as (B)(6) 2011. It was not immediately clear which products were explanted at which time. Depuy still considers this investigation closed.